Event description:
The customer reported that the fluoroscopy screen intermittently went black causing a loss of live image, there is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the ps2 (camera) power supply. The system was tested and operates as intended.